Event description:
This report is based on information provided by philips field service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device fails the self-test with errors. Remote support was provided. It was determined that this was a malfunction of the optical switch, for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the optical switch. The reported problem was confirmed. The customer ordered the optical switch to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.